Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained high blood glucose readings for approximately four hours, with a peak of 360 mg/dl, after a recent supply change while using the ilet with a contact detach infusion set; the system provided high glucose alerts, and troubleshooting with the agent led to a recommendation for a full supply change due to a suspected infusion set or delivery issue. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention. Investigation included troubleshooting and education, confirmation of shipping address, and arrangement of replacement supplies. Investigation of this case revealed a probable infusion set or delivery-related issue consistent with hyperglycemia without system pump alarms. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.